Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not infuse. During infusion the delivery was observed to stop. The device was force primed and flow was observed prior to connection. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.